Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent resume pump alarms. The impact to the customer's blood glucose level was not known. Although requested, additional information was not provided.